Manufacturer narrative:
Concomitant medical products - model: 693565, lead; implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) with high rate non-sustained episodes and increased sensing integrity counter (sic). Additionally it was noted that current episodes showed non-physiologic noise on both nearfield and farfield egm vectors. Noise was suggestive of patient interaction with external electromagnetic interference (emi) source. Follow up was conducted and it was determined that the emi was related to a procedure the patient had involving electrocautery near the implantable cardioverter defibrillator (ICD). No reprogramming has been completed. The lead and device remain in use. No patient complications have been reported as a result of this event.